Manufacturer narrative:
(B)(4).

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® 100nx express cycle validation. There was no load affected. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators. (B)(4) are related complaints from the same facility. This is four of four 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2016-00136, 2084725-2016-00137, 2084725-2016-00138 and 2084725-2016-00139.

Manufacturer narrative:
Method: actual device not evaluated. Result: no results available since no evaluation performed. Asp investigation summary: the investigation included a review of the device history record (DHR), trending of the product malfunction code, trending of lot number, system risk analysis (sra), and product retains analysis. The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. Trending analysis for the product code of 'suspected positive bi" was reviewed from august 2014 through february 2015 and revealed a significant trend which was addressed through CAPA. Trending analysis by lot number was reviewed from 08/18/2015 to 03/03/2016 and trending was exceeded. The sra was reviewed for the issue of ¿suspect positive bi¿ with a quality problem with no impact to safety" and the risk was determined to be ¿low¿. The suspect positive cyclesure® bi was not returned for evaluation. Thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification. The customer was unresponsive to follow ups for additional information regarding this issue. Should new information arise, further investigation into the concomitant asp product will be required. It is unlikely the suspected positive bi was caused by a manufacturing issue as the retains met functional specification and DHR review found no anomalies that would contribute to a positive bi result. The cyclesure® retains met functional specification. As a result, there is not an issue with product performance when used per the instructions for use (IFU). The issue will continue to be tracked and trended.